Event description:
It was reported that after successful cannulation, the vent plug sheared off while being removed. The left half was inside the connector. Several unsuccessful attempts were made to remove, which forced the remaining cap further in. The connector was cut away from the cannulae and replaced with (B)(4) connecto. There was no reported patient complications, although some of the vent plug material was noted to fall into the chest. The scub nurse indicated no excessive force was used in the cannulae preparation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received and investigated the claimed cannulae. Due to the visual inspection it could be confirmed that the vent plug sheared and stuck in the connector. According to the "instructions for use I 1.1 I g-022 I 03" for the arterial cannulae it is described under "4 warnings and precautions" that [...] The vent-plug must be loosened and put back into place again before use by turning [...], to enable smooth detachment [...]". Unfortunately the claiming customer cannot remember if this were done. Therefore a review of the device history records (DHR) has been initiated but not finished yet.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag received and investigated the claimed cannulae. The visual inspection showed that the vent plug sheared and stuck in the connector and due to the structure of the break it could be determined that small particles are missing. The measurement analysis of the device did not show any deviation. In addition the device history records of the affected lot was checked and also no deviation could be found. Furthermore it is written in the instructions for use for the claimed article how to prepare the "hk 36 pb-91 v#arterielle kanule" for use correctly as follows: "remove the vent-plug from the connector by turning it and avoid bending the vent-plug in the process. To enable smooth detachment, the vent-plug must be loosened and put back into place again before use by turning." The most probable root cause of this complaint in determined as an user failure since the measurement analysis as well as the check of the device history records did not show any deviation. In addition the instruction for use covers the procedure how to remove the vent plug of the device in question correctly in order to make sure that it will not bend and therefore not be able to share. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag has not received the cannulae back for evaluation. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary ag. A supplemental medwatch will be submitted as soon as additional information becomes available.